Event description:
It was reported that this pacemaker was explanted due to a product performance issue. This pacemaker was successfully explanted and a new device was implanted instead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this device reverted into safety mode. After this device entered safety mode, the patient went into asystole and was admitted into the emergency room (ER). The replacement procedure was successfully completed and the patient felt better after. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. This pacemaker was successfully explanted and a new device was implanted instead. No additional adverse patient effects were reported outside the revision procedure.